Event description:
It was reported that the battery of the device was depleted and lasted only two days. There was no adverse impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional corrective actions were taken or further information obtained.